Manufacturer narrative:
Visual inspection performed by r&d project manager. The amis shoe is complaint and works properly; it is not possible to find the cause of the event, but it is unlikely that the event was due to the device.

Event description:
Fibula fracture detected 5 days after amis surgery. No additional surgery planned. The surgeon reports that the fracture happened while the patient's foot was in the amis shoe.

Manufacturer narrative:
Batch review performed on 17 september 2024. Lot 2352015: (B)(4) items manufactured and released on 27-june-2024. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review.